Event description:
On (B)(6) 2011, customer reported cleaner fluid was leaking into a small puddle (2-3 ml) beneath the lh750 instrument. No injuries were reported and no erroneous patient results were generated.field service engineer (fse) examined the instrument and found leak was coming from green stripe tubing at rinse block. Fse replaced the tubing and resolved the issue.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).